Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data notes resistance/impedance increase; noise and interference occurred over the past 35 days. A high value of this count can indicate a possible intermittency in the system. The lead integrity alert was triggered.

Event description:
It was reported there was no capture at full output along with varying sensing values and noise on stored egms. The lead remains in use. No patient complications were reported as a result of this event.